Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11. Corrected fields: e1 (email and fax null value). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness failure due to defective cable based on the results of the investigation, it is likely the following led to the malfunction: the inspection results confirmed that there was image interference due to a cable failure, but the cause of the cable failure could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image interference. The event occurred during cleaning and disinfection for a therapeutic endoscopic surgery which was completed using the same set of equipment. Since the event occurred during cleaning and disinfection, there was no patient involvement.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image interference. The event occurred during cleaning and disinfection for a therapeutic endoscopic surgery which was completed using the same set of equipment. Since the event occurred during cleaning and disinfection, there was no patient involvement.